Event description:
Literature was reviewed regarding transvenous endocardial conduction system pacing in patients with a fontan operation. The authors described a patient who underwent an epicardial lead revision due to a fracture of the right atrial (ra) lead and high thresholds on the right ventricular (rv) lead. Both leads were capped and replaced. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted: (B)(6) 2009 this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: transvenous endocardial conduction system pacing in patients with a fontan operation. Heart rhythm case reports. 2025. 11:1131¿1136. Doi: 10.1016/j.hrcr.2025.08.006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.